Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was hardware issue. The field service engineer shut down the power station, cleaned the micro switches, crimped the spade connectors, and applied carbon grease to resolve the problem. The system functioned as intended after the field service engineer troubleshot the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported when using the pyxis medstation es system remote manager, a failure occurred, resulting in a "failed storage" message; however, it did not appear as an option during the recovery attempt. The customer reported that the issue resulted delay dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.